Event description:
Report rec'd from (B)(6) stating the device was "making noises and the sleeve lock was damaged". The device was not being used during surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. Reliability engineering evaluated the complaint of "motor is noisy and sleeve lock is damaged" was confirmed. The motor exhibited damage to the locking mechanism that is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. The unit also exhibited signs of improper or ineffective cleaning and maintenance. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).

Manufacturer narrative:
The report source was a foreign distributor. Ref: (B)(4).